Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. Preliminary analysis revealed no output. Further testing revealed that the no output condition was the result of lifted hybrid bond wires. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the routine replacement of the implantable pulse generator (ipg) it was noted that the device had migrated. The device was explanted and replaced. No patient complications have been reported as a result of this event.